Event description:
Customer performed a blood glucose test at 8am and received a result of 71mg/dl. The customer is 18 weeks pregnant. The dr was called and the customer was advised not to take any insulin and to eat. They ate oatmeal with milk and sugar on it. They were found passed out by family member around 9am. Paramedics were called at 10:20am the customer's device read 26mg/dl and a repeat was done at 10:41 with a result of 337mg/dl. The paramedics device read 18mg/dl. The customer was given a shot of glucose and taken to the hosp. At the hosp pt was given an IV of glucose, after about 3 hours their blood glucose was 109mg/dl and they were released. Customer stated that the dr ran controls on their device and they were in range. The customer does not know what kind of controls were used or what the values were.